Event description:
It was reported that this patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) was inappropriately shocked due to oversensing. It was noted that the qrs complex was vastly different from the previous narrow, isoelectric appearance in secondary vector. There was a small, extremely wide rate sense. Smart pass was noted to be on. Technical services (ts) recommended asking what this patient was doing at that time and to possibly extend smart charge. This s-ICD remains in service. No adverse patient effects were reported. Additional information received indicated that this s-ICD delivered an inappropriate electric due to recently barostim device implanted. Programming options were discussed and recommended.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) was inappropriately shocked due to oversensing. It was noted that the qrs complex was vastly different from the previous narrow, isoelectric appearance in secondary vector. There was a small, extremely wide rate sense. Smart pass was noted to be on. Technical services (ts) recommended asking what this patient was doing at that time and to possibly extend smart charge. This s-ICD remains in service. No adverse patient effects were reported.